Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications based on a review of calibration and quality control data. The root cause was attributed to a potential single false positive result, which is consistent with the assay's claimed specificity. Repeatedly reactive samples require confirmation through independent methods, such as immunoblot analysis, as specified in the product's instructions for use. The customer was advised to perform confirmatory testing and to ensure both positive and negative controls are run to verify reagent performance.

Event description:
The initial reporter alleged repeatedly reactive results for the anti-hcv g2 elecsys cobas e 100 assay on the cobas 8000 - cobas e 602 module. The sample in question generated repeatedly reactive results with values of 71.07 coi and 71.99 coi on the cobas e 602 module. Testing of the same sample on the abbott i2000 system yielded borderline results, with values of 1.0119 s/co and 0.98 s/co. Hcv-rna testing of the sample was negative.